Manufacturer narrative:
A4 - unk, a5 - unk, a6 - unk. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vicmo12.1, -10.5 diopter, implantable collamer lens was implanted, removed, and replaced with a same length lens intraoperatively on (B)(6) 2023 from patient's right eye (od) due to lens tear/break during injection/delivery into the eye. Patient contact but no patient injury. . This resolved the problem.